Manufacturer narrative:
N/a.

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy which included a prisma m10 pre set ckt. During treatment an external blood leak was observed and treatment was discontinued. The blood in the extractor circuit was not returned to the patient. The patient did not present with any clinical symptoms due to the event and no medical intervention was required.